Event description:
Patient reported infusion device stopped working without warning due to power pack depletion. He indicated this issue occurred 25-30 times in the previous 5-6 months. Patient stated that some of the occurrences the infusion device produced the e2 (power pack depleted) alarm after approximately 2 weeks of use. He indicated that some of the occurrences the power packs lasted less than two weeks. Power pack information that patient provided indicated that, power packs were expired. Patient did not report any physiological effects associated with this issue. Company representative advised customer of power pack recall and the importance of changing the power packs every two weeks. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.